Event description:
The recipient reportedly elected to undergo revision surgery for a technology upgrade. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's activation went well.

Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical tests performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.